Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The meter and test strips were requested for investigation.

Event description:
We received an allegation of questionable inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The patient alleged two comparison events occurring "several months ago." The dates for each event were not provided. For both events: the patient alleged the result from the meter was 0.4 inr or 0.5 inr different from the laboratory result. The results were obtained within 4 hours of one another. It is not known if the meter result was higher or lower than the laboratory result. The patient stated both the meter and laboratory results were within his therapeutic range of 2.0 ¿ 3.0 inr but could not provide the specific results. The patient tests once per week.

Manufacturer narrative:
The customer has not returned any product for investigation. No information was provided in the complaint that would point to a cause for the discrepant results. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Since the product was not returned for investigation, the cause of the event could not be determined.